Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, a black viscous substance adhered to the brush. The subject device had been reprocessed using a non-olympus automated endoscope reprocessor, endocleanse, and reuse cleaning brush (bw-20t). There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc checked the internal tube of the subject device from the distal end of the instrument channel to the suction connector. It was found no abnormality such as the kinks, dirt or foreign objects adhering. It was also not found the significant dirt, foreign objects adhering or damage around the cylinder. Since there was a dirt at the tip, a component analysis was performed. As a result, it seemed polyethylene glycol. Polyethylene glycol is contained in pharmaceuticals, pharmaceutical additives, cosmetics, and is also included in pharmaceuticals used for pretreating of colonoscopy. Omsc also performed a component analysis for the materials. There was white material and black material. As a result of two materials, it was found that the main components were hydrocarbons and fatty acid ester, and contained proteins in part. Hydrocarbon and fatty acid esters may have been derived from lubricants (grease), paraffin, waxes, etc. Used in the surrounding area. Proteins may have originated from human or protein drugs.